Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during the second firing of device, the doctor squeezed and released firing trigger once, squeezed and released firing trigger a second time and finger removed from trigger when knife blade continued to travel all the way to end of anvil. Knife blade would not return. The manual knife reverse button was switched and still unable to return knife to home position. Surgeon cranked ratchet on top to return knife blade. Device removed from tissue. Surgeon noted staples formed fully but not as tightly as usual, so surgeon oversewed the area. No bleeding was reported. Rep said surgeon was using green reload in device. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.